Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. The diameter of the aorta at the renal artery was 22 mm and the length of the proximal aortic neck was 40mm. It is reported that during the index procedure, the left renal artery was covered in error by the stent graft, due to a technical error. Per the physician, the cause of the event could not be determined. The occlusion was treated with a renal artery bypass on the same day and the event was resolved. No additional clinical sequelae were reported and the patient will be monitored by their physician.